Event description:
It was reported that when opening the package, the doctor found the top of the stent was broken.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.